Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament, needle tip, cuffs and link were not returned with the device. The plunger was returned and there was a dent/stressed mark on the anterior needle barb which is consistent when the anterior cuff is detached from the anterior needle tip during removal of plunger. This is very similar to a cuff miss; therefore, the reported experience is confirmed. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. There was no abnormal observation found on the returned device that could have contributed to the cuff detachment; therefore, the cause for the anterior cuff to needle tip detachment could not be determined. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. There does not appear to be any indication of a lot-specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.